Event description:
Customer called in and stated the AED is not prompting to insert pads connector when pads are disconnected from AED. AED passes bit test and says ready for use. During troubleshooting to recreate the scenario, when the pads connector was unplugged, the AED did not prompt to insert pads connector and when blue I button is pressed it says ready for use. AED is under ib warranty and to be replaced at zero cost to the customer.